Event description:
It was reported that the customer's the customer's blood glucose was 157 mg/dl. The customer stated that insulin was squirting out during the prime process. Troubleshooting was done. It was found that the customer could not get out of the rewind sequence. The customer further stated that the drive support cap appeared normal but that, when she rewound the insulin pump, the cap came out a little bit and went back when filling the tubing. Explained that the force sensor did not detect the reservoir during the seating process. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The drive support was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor.